Manufacturer narrative:
The failure investigation has been completed and the touchscreen issue was verified. Functional testing was performed and no failure was identified related to the elevated blood glucose issue.

Event description:
It was reported that a swing chain hit the pump, and the touch screen became cracked, but still functional. Customer's blood glucose (bg) level was 596 mg/dl; cause was unknown. A manual injection was administered and pump supplies were changed to address elevated bg. Reportedly. Customer continued to use the pump and also confirmed that manual injections are available.